Event description:
Caller reported patient saw parts of the pixels in the pump display start to "melt together" after bumping the pump into a table. Caller stated more pixels keep going defective since (B)(6) 2014. Caller reported the defective pixels are in the middle of the display and interferes with information displayed on the screen. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).